Manufacturer narrative:
Investigation conclusion: customer's complaint was not replicated with in-house testing of retain lot w61754. No issues with tni recovery were observed. Manufacturing batch records for lot w61754 were reviewed and found that the lot met release specifications. Further investigation was not possible since the customer did not return any samples for testing. Unable to determine a root cause from the available information.

Event description:
Notification received of a troponin discrepancy. On (B)(6) 2016 (B)(6) male presented to hospital with chest pain, shortness of breath and cough. Admitting diagnosis: mi, chf and elevated wbc. Discharge diagnosis: pneumonia, discharged to care center on (B)(6) 2016. Report received of discrepancy between the triage meter vs. Beckman unicel vs. Roche at (B)(6). Triage meter result, <0.05 on (B)(6), 11:03 a.m.; range (0.0-0.4). Beckman unicel result, 0.13 on (B)(6); range (0.0-0.03); plasma lithium heparin sample caller stated the with beckman <0.01 is negative result; >0.49, positive for mi; range 0-85. Both of the samples were drawn on (B)(6) 2016; 5:28 a.m.; rainbow collection. Edta tube spun to plasma immediately prior to testing on the triage meter. Roche sample was tested at (B)(6), result 0.10 on (B)(6) at 1700; range (0.0-0.12).